Event description:
It was reported that the patient was experiencing inadequate pain relief and painful left rib stimulation on the left lead. Lead check with c-arm was taken and showed lead migration. The patient underwent a procedure wherein the spinal cord stimulator (scs) lead was repositioned into place. The patient was doing well postoperatively. The scs leads remain implanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).